Manufacturer narrative:
Product event summary: at analysis it was noted that the power cord received with the programmer was incorrect and was not able to be connected into the programmer. A long-term test was performed however the complaint was not able to be investigated. It was noted that errors were found in the software updates, the lower hinge display plate was cracked and that the cable of the stylus had some cosmetic damage though the stylus functioned properly. The device was cleaned, the power cord was replaced with a correct model and the lower display hinge plate and the stylus were also replaced. The programmer then passed its electrical safety as well as all final functional and systems tests. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer shut itself off immediately and was then unable to be powered on again. The programmer has not been returned for service. No patient complications have been reported as a result of this event.